Event description:
After successful deployment of a 6 x60 smart control stent in the mid left superficial femoral artery, the stent was post-dilated with an unknown pta balloon. After post-dilatation, it was noted that the distal tip and a small portion of the guidewire lumen of the smart control catheter had separated and remained in the pt (the distal tip was still attached to the segment of guidewire lumen). The separated portion was successfully snared out of the pt. The distal tip of the smart control was not recannulated prior to its removal, and it is suspected that it may have caught on the 7f rdc guide upon removal and sheared off at this point. It appears as well that the separated segment of lumen and tip were pushed off the guidewire when the post-dilatation balloon was introduced, as the account was unaware of the separation. The sfa was described as neither calcified nor tortuous. There was no report of any adverse effects to the pt. The product is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other". Additional info will be submitted within 3 days of receipt.